Event description:
It was reported that (1) device was used during a gastric exclusion. It was reported by the rep that both the tlc55 and tx60b devices were used. The tlc55 would not advance more than a few centimeters. Another tlc was used in the case. The tx60b would not fire. Another tx60b was used to complete the case. There was no consequence to the pt.